Event description:
A female underwent initial aaa repair in 2007. One main body graft and two iliac leg grafts were placed. Over time a type I endoleak developed due to bad anatomy and large aortic neck. In 2008, the physician placed a renu cuff to resolve the endoleak.

Manufacturer narrative:
Evaluation: still under investigation.